Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery. The customer reported changing the infusion set of the insulin pump but received another no delivery alarm from the insulin pump. The customer would go to the doctor and would call back. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.